Event description:
According to the reporter: when the bag was cinched and removed from the body, the leftover plastic around the proximal ring fell off and into the patient. At this point, they needed to use graspers in order to get that plastic bag leftover out of the body. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).